Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the manufacture date and expiration date are unknown. (B)(4) captures the reportable event of gel misplaced, non-vascular. The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on (B)(6) 2021. Fiducials were administered transperineally prior to spaceoar implantation and the procedure was done under local anesthesia. On magnetic resonance imaging (MRI), spaceoar appeared to be at the base and midland, just under the outer wall of the rectum and dissected the rectal wall. It took up more than 25 percent of the rectum and more than 2.5 cc of hydrogel was noted to be in the rectal wall. The physician is waiting for the gel to dissolve. The patient radiation treatment is being delayed.